Event description:
It was reported that pump experienced recurring malfunction alarms identified as malf 0, with no notable events occurring before the issue and with multiple prior occurrences on same pump. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software.